Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 1). Note, the manufacturing date (15-may-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2016 - patient was diagnosed with two separate incisional hernias thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1 and 2). Per op notes, ¿a left subcoastal stab incision was made. Hernia defects were identified which were slightly obscured by the omentum and it was taken down. Two separate hernias were noted. Midline hernia just above the umbilicus and left lower quadrant hernia. The fascial defects were closed with absorbable suture and trans-fascial sutures. A ventralight st mesh (device 1) was placed intra-abdominally and anchored to the anterior abdominal wall with suture and absorbable tacks which covered the midline fascial defect. A ventralight st mesh (device 2) was placed to cover the left lower quadrant fascial defect and secured to the abdominal wall with suture and absorbable tacks.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with excision of ventralight st mesh (device 1 and 2) and implant of synthetic mesh. Per op notes, ¿a left subcoastal stab incision was made. Adhesions in the left upper and lower quadrant and mid abdominal wall were noted and lysed. The hernia defect was identified and noted an even traction of previously placed mesh (device 1 and 2) into the hernia sac. Hernia sac was incised and the previously placed mesh were completely mobilized out of the hernia defect, amputated and set aside. The defect was then closed with suture. A synthetic mesh was placed to the anterior abdominal wall and secured with sutures.¿